Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance inserting their sensor since it was their first time performing the process by themselves. The customer's blood glucose was 32 mg/dl, which was treated with food and juice. The customer mentioned that there was irritation form the sensor over tape, but no infection or blood at site of insertion. Nothing further was reported.